Event description:
It was reported that the pt underwent a posterior lumbar fusion at l4-5. During the surgery, the tip of the driver broke off in the bone screw and could not be removed. The following day it was determined that the pt needed further decompression so, a revision surgery was performed. During the revision surgery, one side of the construct was removed, this part of the construct included the screw with the broken driver tip. No pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.